Event description:
Pt rec'd heparin during a cardiothoracic surgical procedure in 2007 that was continued postoperatively -drip and flushes - until 1200 on five days later, when all heparin prods were discontinued and argatroban was started. Platelets: 254-one day prior to original date, 100, 250, 89 -original date-, 66-97 -the following day-, 39-64 -the next day through four days later-, 98 -the next day-, 118 -one day later-, 230 -three days later-. Although her hep-pf4 and anti-platelet antibody tests on two days after the original date, were negative, it appears that she had heparin-induced thrombocytopenia. Route: IV drip. Dates of use: 2007. Event abated after use stopped or dose reduced: yes. Diagnosis or reason for use: s/p cardiac surgery.